Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated carbon dioxide (co2) result. Quality controls (qcs) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran service method tests (smts) on server one and server two, tightened the probe connectors, ran cuvette wash (cw) leak test and qc, which recovered acceptably. Siemens further investigated the issue and determined that improper cuvette washing potentially contributed to the discordant, falsely elevated co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample when it was repeated on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 result.